Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) on 2016-oct-31. It was stated that there was a motor dysfunction for 48 hours. The troubleshooting performed was 12 hours prior to coming in for evaluation, the pump motor returned back to function; however, it stopped again three days later. The hcp planned to stop the pump as per patient¿s request. The cause of the alarm was the motor stopping. The plan was to explant as patient prefers to stop the therapy. On (B)(6) 2016, the caller requested the password to program the pump off. The motor stalls were still occurring the past 2-3 weeks and they were going to program the pump off on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving morphine (10 mg/ml) at 2 mg/day via an implantable pump for non-malignant pain. Since (B)(6) 2016 (reported as ¿for the past week¿) the patient had been hearing a sound going off and could not figure out what it was, but he thought it was his pain pump. A pump alarm was heard, but the reason for the alarm was unknown as telemetry had not yet been performed because no clinician programmer was available. The patient had a very rough last 3-4 days. He had shaky hands and felt like he may have been in withdrawal since (B)(6) 2016. He was shaking really bad, but was also sick with sinus trouble too. The consumer stated that he accessed the pump data and (B)(6) 2016 ¿the motor bogged down and quit, this morning it had gone off again.¿ the patient didn¿t realize at the time that he was in heavy withdrawal because he had been having sinus problems since the (B)(6) or (B)(6) 2016. The patient hadn¿t had any tests and wasn¿t around electromagnetic interference. The patient and healthcare provider discussed on the morning of (B)(6) 2016 that they were going to take it out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.